Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. The device was not returned for evaluation. Based on the results of the device investigation, the root cause could not be identified because the phenomenon could not be reproduced and further information could not be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, all hardware was noted to be working properly and the issue was indicated to be wall plate and was corrected by the it department. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for a diagnostic procedure, the high-definition lcd monitor had no picture. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.